Event description:
It was reported that the drill received on "overtemp error" message at the console prior to the start of an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The drill was received at the MFR for eval, and the rise in temperature was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was the rotor being tight in the driveshaft. That was replaced along with other components, and the handpiece was repaired and returned to the customer.